Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 07/2012 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Customer support received as automatic email reporting the death of a (B)(6) pt. A (B)(6) male received one inappropriate shock on (B)(6) 2013. Side-side and front-back noise, artifact and double counting all contributed to the false detection. A review of the downloaded data confirmed that the response buttons were not pressed during the entire event. It is undetermined if the pt was conscious or not at the time of the treatment. Pt passed away on (B)(6) 2013, one day after receiving an inappropriate treatment. The pt was wearing the lifevest. The ECG showed an asystole rhythm at time of passing. Asystole is non-treatable rhythm with the lifevest.